Event description:
Customer reported that during routine dialy testing the defibrillator would not charge when the charge button was pushed. No reported pt involvement. Service representative duplicated the reported condition. Device was repaired and proper operation confirmed.